Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, several conductors were distorted, blood/body fluid on all conductors (not obstructed) and the outer tubing overlay, the distal conductor was fractured due to overstress, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the outer tubing overlay was breached cut, the lead was stretched and the lead had apparent explant damage. The analyst noted that only the distal segment of the lead was returned and it has very heavy explant damage.

Event description:
It was reported that the lead showed high impedance of greater than 2000 ohms and some noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.